Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched approximately 123.0 cm from the hub and kinked approximately 108.0 cm from the hub. The effective length of the 3max was measured and found to be approximately 162.0 cm, which is longer than design specification. Conclusions: evaluation of the returned 3max confirmed it was stretched. This type of damage typically occurs due to improper handling during use. If the 3max is forcefully retracted against resistance, damage such as this may occur. The ace 64 device mentioned in the complaint was not returned for evaluation, therefore, the root cause of the resistance experienced by the physician could not be determined. Ace 64 and 3max devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01215.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 64 reperfusion catheter (ace 64) and a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician used the 3max to navigate the ace64 to the m1 section of the mca, then removed the 3max and started aspirating the clot through the ace64; however, recanalization was mild and the thrombus appeared to involve the distal m2 branch as well. The physician decided to use the 3max again in order to navigate the ace64 to the m2 branch, but the m2 was too tight for the ace64 to pass through it so the physician used the 3max for aspiration; however, no clot or blood flow was visible in the aspiration tubing so they decided to remove the 3max. The physician pulled the 3max back gently and then with force, but the 3max did not move until it became elongated and they were able to retract it. The 3max was removed from the patient and the procedure continued using another manufacturer's device; however, it was also unsuccessful in establishing recanalization. The procedure stopped since recanalization could not be achieved. There was no report of an adverse effect to the patient.